Event description:
It was reported that there was a missing ventricular pace found approximately every hour. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.